Event description:
Customer reported that she had unexplained high blood glucose. Customer stated that her insulin pump is not delivering the correct amount of insulin. Customer stated that she received less insulin than what she has programmed to receive. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.